Event description:
Additional information received indicating that non-invasive programmed stimulation (nips) and pocket manipulation were performed to check the integrity of the patient's system. The test result were within the normal range of sli measurement. Boston scientific technical services (ts) suggested to send a save to disk to see if the out of range values were saturated which could be an indication of electromagnetic interference (emi) during the testing. However, the local boston scientific field representative confirmed that save to disk was not performed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s home monitoring system. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating another red alert for high out-of-range shock lead impedance on the right ventricular (rv) lead. The device was checked and was working fine. No adverse patient effects were reported.